Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. Inspection found a tear in the external portion of the soft cannula, and subsequent leak in the fluid path. It could not be confirmed if the observed tear in the cannula contributed to the reported failure to deliver insulin.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.